Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for call was patient reported they are having issues recharging their implant. Patient stated that they spoke with the manufacturer representative (rep) about the issue and they were advised to reset the controller. They were told by the rep that even though it was recharging excellent, it still maybe charging poorly. This is 99% of the time in case the implant battery is not close enough to the paddle. And that they should always be charging with excellent quality and not good quality. But patient stated they were getting excellent recharging and they're not getting good quality. Patient also stated that they reset the controller yesterday and today. Patient mentioned that they started charging their implant with controller battery at 80% and implant in red today. Patient also mentioned that they waited for 30 minutes recharging their implant and the controller battery went down to 50% but the implant battery did not increase. Patient added that they held the recharger in a specific position while recharging at 40% and they waited for an hour yesterday. Patient mention ed that they have chronic pain and cannot sit for 45 minutes to an hour to wait for their implant to charge. For them, sitting for more than 10 minutes or stand for more than 30 minutes is chronic pain. They decided to get this device to help manage their chronic pain, but sitting perfectly still for more than 45 minutes in pain is not feasible. The patient is currently experiencing pain because they are unable to charge their implant. Agent had patient reset the controller with ac power supply. Patient confirmed no visible damage to the controller, recharger and battery pack. Agent had patient blow air into the controller charging port and wipe the recharger pins. Patient confirmed that the controller turned on with green light flashing. Agent had patient connect the recharger and start the ins recharge session. Patient confirmed controller battery was at 50% and implant was at 30% with recharging excellent. Agent reviewed information and redirected the patient to their hcp if they are experiencing consistent pain. However, the patient disconnected the call.